Manufacturer narrative:
Pending evaluation.

Event description:
As reported, at final impaction, the impactor piece broke and fell to the floor. No parts or pieces fell into the wound. The (B)(6) y/o male patient had a successful small baseplate rsa with all implants. Patient was last known to be in stable condition following the event. Device to be returned. Post implant x-ray was provided.

Manufacturer narrative:
(H3) based on historical complaint investigations and the image provided of the device, the fractured humeral liner impactor tip reported was likely the result of a stress riser introduced during impaction, which led to crack initiation, propagation, and ultimate fracture. Additionally, the device may have experienced material degradation if sterilized beyond the recommended parameters listed in the reprocessing instruction which could have led to the observed failure.